Event description:
The customer reported to customer service that the power supply for her nine month old breast pump crumbled to pieces in her hand. An injury was not reported.

Manufacturer narrative:
A replacement was sent to the customer. In follow up with the customer, the customer indicated that the housing for her transformer was breached. She also indicated that the breach was large enough to fit a toothpick through. The customer also stated that she would be sending the damaged product back to us. As of the date of this report, the product has not been received by medela, inc. This issue with a damaged transformer housing for the pump in style device was addressed in investigation (B)(4). The investigation found that the transformers are being damaged during shipment from the manufacturer to medela. This damage is causing the plastic housing to fail prematurely when subjected to normal use and foreseeable misuse. The packaging used by the manufacturer to ship the transformers to medela is not robust enough to handle all of the potential shipping, handling, and abuse conditions that could arise from logistics of the consolidation process. As a result of the investigation, the shipping and consolidation process has been modified to reduce the handling and potential for double stacking of the skids. The shipping packaging strength has also been increased to further protect the transformers during shipping.